Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault was confirmed via log file analysis. Analysis of the log file revealed a backup battery fault alarm event that became active on 17jan2024 at 16:55:44 and remained thereafter. The alarm activated due to the load test not passing, which captured the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Additional information communicated that the serial number of the 11v backup battery was unavailable due to being disposed of. The suspected 11v backup battery was unavailable for an evaluation. It was reported the alarm was resolved after the system controller was exchanged at jan2024 due to recurrent backup battery fault alarm. It was reported the exchanged system controller will not be returned. A root cause of the backup battery fault alarm could not be determined through this analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm. ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came to the hospital due to a backup battery fault alarm on their system controller. This was the second backup battery change where the alarm disappeared after the backup battery change. The backup battey was changed again for a new one and the alarms resolved. The system controller was exchanged for the backup battery faults.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.